Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The location of the reported device was not provided; however, when information is received the investigation will be completed. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a mildly calcified left common femoral artery was first attempted with a proglide device; however, the needle did not catch the suture. Arterial access remained and a prostar xl was used with the pre-close technique via a 14f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. The sutures were replaced and the sheath was kept as a 14f. The tavi procedure was completed. At the end of the procedure, during knot advancement, both sutures of the prostar came out of the patient. A balloon was advanced to the arteriotomy through contralateral access to achieve acute hemostasis and a covered stent was used to obtain arteriotomy closure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Relevant tests/laboratory data: femoral angiogram removed, concomitant medical products and device evaluated by manufacturer: the device was initially reported as returning; subsequently, it was reported that the device was discarded and is not available for analysis. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.